Event description:
The customer reported via telephone experiencing blood glucose up to 413 mg/dl since the night before the call, with a current value of 365 mg/dl. The customer did troubleshooting with the helpline and was advised that there was no evident malfunction. However, there was a recent no delivery alarm in the device history. The customer received replacement infusion sets and reservoirs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.